Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unk. The device has not been returned for eval to date. The investigation is currently underway.

Event description:
It was reported that a during post-dilatation of a stent, the fibers from the pta balloon became entangled in the stent. After several attempts at removal; the fibers released and the pta device was fully retracted without further incident. Reportedly, during removal attempts, the stent began to move and an additional vascular stent was deployed. The pt was reported to be doing well following the procedure.